Event description:
Inaccurate readings. Pt became lethargic, dehydrated, respiratory distress. Pt's meter read - 172. Pt. Transported to hospital. Lab results - 881. Pt has been using meter since jun. 2003. M.d. Reports pt. Is "meticulous" in managing their diabetes and is convinced that problem is a device malfunction.